Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, and device was not detected. A field service engineer (fse) replaced controller, retractor band and power management controller (pmc) to resolve. The fse reseated all connections to drawer as well as row board cable and cleaned out drawer. Fse tested and verified everything was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and device was not detected . The customer stated that the malfunction caused delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and device was not detected. The customer stated that the malfunction caused delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.